Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The no delivery test could not be performed due to the prime anomaly. The device was also received with cracked display window corner, cracked reservoir tube lip, broken belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's nurse reported via phone call that the insulin pump had frequent no delivery alarms and the customer had experienced high blood glucose. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed and they requested the insulin pump to be replaced. The device was returned for analysis.